Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1588rt-2j serial/batch number 15035543 was received for investigation. Visual evaluation found the tightrope, was damaged/torn. The most likely cause for the reported failure is a user error. Per dfu-0147-precautions. 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Event description:
It was reported that during an anterior cruciate ligament reconstruction the suture tore. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device (ar-1588btb-2j). It was not necessary to switch the surgical technique or do a second surgery.